Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the anvil had come off into the patient¿s trachea. The anvil was recovered to the thread. The surgeon was obliged to use another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastro-jejunal anastomosis procedure, the anvil had come off into the patient¿s trachea. The anvil was recovered to the anvil with the safety coil. The surgeon was obliged to use another device. There was no patient injury.